Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the damage was due to the customer moving the image acquisition system (ias) with the umbilical engaged. The umbilical became blocked and as a result the umbilical cable and breakout box were damaged.

Manufacturer narrative:
Additional information: the interface cable was returned to the manufacturer for analysis. Analysis found that the cable failed continuity test due to open connection between port and connector. Analysis found that the reported event was related to a electrical issue. The rear breakout panel assembly was returned to the manufacturer for analysis. Analysis found that visual inspection confirms thy physical damage to the rear cab breakout panel on the ias. The port where the interface cable connects to the ias was bent with flaking paint. Analysis found that the reported event was related to a physical damage issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was found that the umbilical cable connector was stuck in the breakout box. The umbilical cable and breakout box were replaced. The louver cover was also replaced on the system. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the breakout box and louver cover needed to be changed because they were damaged. This was discovered during a planned maintenance (pm). There was no patient present.